Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for post-dilation of a non-boston scientific stent. However, the balloon ruptured during inflation. The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.